Event description:
It was reported that a patient underwent a spinal fusion procedure to treat a trauma injury at l1. At an unknown time post-operatively, it was discovered that 2 screws were broken. The patient underwent a revision surgery to remove the broken screws. Fragments of both screws were unable to be removed and remain in the patient. No further details are known at this time.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information. X-rays received show lateral views of l1-l2-l3 construct for likely l2 fracture showing l1 screws broken.

Manufacturer narrative:
Analysis of the returned device shows that no pre-existing defect was found at the level of the breakages. The damages observed are consistent with a fatigue damaging of the metal due to repeated flexural loading of the bone screw. The x-rays observations suggest that the origin of the breakage may come from the lack of anterior support. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.